Event description:
Pt was revised to address loosening of the tibial tray (left side). Primary doctor had pressfit a cemented stem. Poly wear and osteolysis were also found.

Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the exact root cause could not be determined, the product code is labeled with the statement "in the u.s. This device has not been approved for non-cemented application". The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.